Event description:
Repair center: alleged unit will not start. The capacitor has a short circuit, the power switch has a short circuit, the rexroth valve is stuck, the poppet valve is not shifting, and the tubing is leaking.